Manufacturer narrative:
(B)(6). Complaint conclusion: the product was not returned for evaluation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns. Without the return of the device, the exact root cause of the problem reported could not be determined. Based on the information provided, it is no possible to determine the root cause of the inability to detach and premature detachment in the microcatheter. Procedure/handling factors may have contributed to the event. There is no evidence of a manufacturing issue; therefore no corrective action has been taken.

Event description:
The deltapaq coil was deployed and connected to the enpower detachment control box, but would not deploy. After checking the connections, there were 5 attempts to detach the coil, but it would not detach. It was decided that the device was defective and would be removed from the patient; however, it detached inside the microcatheter (brand unknown). The detached coil was removed from the body safely together with the microcatheter catheter.